Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2014 with the following findings: on investigation, testing of keypad button response was not able to be performed due to the display screen remaining blank when the pump was powered on as reported on medwatch report 2531779-2014-24425. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.